Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter (aus) device removed and replaced due to urethral erosion at cuff site. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed and replaced due to urethral erosion at cuff site. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device evaluation and coding provided in event description and evaluation result and conclusion codes.